Event description:
It was reported that the reservoir leaked. Customer experiencing high blood glucose. The blood glucose reading was 479 mg/dl. Customer treated with bolus. Customer experienced dry mouth, nausea and dry lip. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.